Manufacturer narrative:
During a standard treatment with an electrical dental handpiece it got hot and burned pt on lower lip. Pt was given some vitamin e ointment, no further medical care was necessary. The analysis of the product did show that a worn cover nut caused a malfunction of the back cap button which finally caused the handpiece to heat up. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).

Event description:
During a standard treatment with an electrical dental handpiece it got hot and burned pt on lower lip. Pt was given some vitamin e ointment, no further medical care was necessary.